Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the programmer displayed "replace generator" message and ipg was deemed inoperable. It was noted that patient ran high tonic stimulation 24/7. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.